Event description:
It was reported that the patient experienced a shocking or jolting sensation, like 'transient voltage'. A manufacturer representative met with the patient for a programming session. It was reported that the patient was put on a medication by her doctor and seemed to be doing better. The patient had not contacted the representative since her programming session.

Manufacturer narrative:
(B)(4): lead model 3093-28, lot# v833301, implanted: 2012-(B)(6), explanted: na, (B)(4).